Event description:
It was reported that the clips became jammed in the device. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the el5ml instrument found that it was returned with a malformed clip jammed in the jaws and the jaws remained closed; the trigger was manually assisted to open the jaws and the clip was released. The instrument was then cycled, fed and formed 9 conforming clips. No conclusion could be reached as to what may have caused the malformed clip. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.